Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance measurements have gradually increased since the initial implant, from 62 ohms to 116 ohms. This increase was noticed after a delivered therapy. Reportedly, two shocks were necessary to convert the arrhythmia and the patient has gained a lot of wait since the implant procedure. Technical services recommended to perform x-rays to discard any positioning issue with the s-ICD system. A revision is being considered for the s-ICD system due to the significant weight gain and a potential integrity issue with the implantable electrode. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure to revise this electrode into a deeper position, for the previously mentioned high shock impedance measurements. This patient experienced abrupt onset of ventricular fibrillation (vf) recently in which a shock was provided and was unsuccessful. Poor initial sensing during redetection was observed. The second shock converted the rhythm. Technical services (ts) recommended x rays for the 30 ohms discrepancy between system impedance and delivered shock. It was noted the physician may be considering a transvenous device. At this time, this electrode remains in service. No additional adverse patient effects were reported. Additional information was received that a transvenous system was implanted as this patient experienced ventricular fibrillation (vf) in which the first shock failed with longer time to therapy than desired. The second shock was successful however this patient experienced syncope. Ts recommended turning s-ICD therapy off.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance measurements have gradually increased since the initial implant, from 62 ohms to 116 ohms. This increase was noticed after a delivered therapy. Reportedly, two shocks were necessary to convert the arrhythmia and the patient has gained a lot of wait since the implant procedure. Technical services recommended to perform x-rays to discard any positioning issue with the s-ICD system. A revision is being considered for the s-ICD system due to the significant weight gain and a potential integrity issue with the implantable electrode. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure to revise this electrode into a deeper position, for the previously mentioned high shock impedance measurements. This patient experienced abrupt onset of ventricular fibrillation (vf) recently in which a shock was provided and was unsuccessful. Poor initial sensing during redetection was observed. The second shock converted the rhythm. Technical services (ts) recommended x rays for the 30 ohms discrepancy between system impedance and delivered shock. It was noted the physician may be considering a transvenous device. At this time, this electrode remains in service. No additional adverse patient effects were reported. Additional information was received that a transvenous system was implanted as this patient experienced ventricular fibrillation (vf) in which the first shock failed with longer time to therapy than desired. The second shock was successful however this patient experienced syncope. Additional information was received that the s-ICD therapy was programmed off as the transvenous system was implanted and remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance measurements have gradually increased since the initial implant, from 62 ohms to 116 ohms. This increase was noticed after a delivered therapy. Reportedly, two shocks were necessary to convert the arrhythmia and the patient has gained a lot of wait since the implant procedure. Technical services recommended to perform x-rays to discard any positioning issue with the s-ICD system. A revision is being considered for the s-ICD system due to the significant weight gain and a potential integrity issue with the implantable electrode. This implantable electrode remains in service and no adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure to revise this electrode into a deeper position, for the previously mentioned high shock impedance measurements. This patient experienced abrupt onset of ventricular fibrillation (vf) recently in which a shock was provided and was unsuccessful. Poor initial sensing during redection was observed. The second shock converted the rhythm. Technical services (ts) recommended x rays for the 30 ohms discrepancy between system impedance and delivered shock. It was noted the physician may be considering a transvenous device. At this time, this electrode remains in service. No additional adverse patient effects were reported.